Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. Accuracy testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Event description:
The customer observed a false positive troponin result for one patient on the architect i1000sr analyzer. The following data was provided: initial 48.6 ng/l, the patient had a repeat draw 4 hours after the original draw. Eagle river was able to run that troponin. The result for the draw at 4 hours post, was 6.6. Ed physician was concerned with the large difference between the two results. 2 mint tubes were drawn with the original draw (one for eagle river and one to be sent to hymc). Repeated the original troponin at eagle river with the original tube that had been kept. The first run was run straight from the refrigerator (result: 186.0), it was then repeated it at room temperature (result: 3.3). Corrected report with the room temperature result of 3.3 was issued. Hymc also ran the original tube at room temperature (result: 11.0). The customer uses 33 ng/l as their cutoff. The patient was held in the emergency department for observation and serial troponin testing, but there was no further impact to patient management.